Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open inguinal herniorrhaphy, left side of the groin. In 2013 - the patient underwent an open left groin mesh excision and recurrent left inguinal hernia repair. The mesh integrated to the surrounding muscles, where it had to be dissected off. The mesh caused severe inflammation to the surrounding structures, specifically, the vas deferens, which was destroyed with inflammation and was removed in it entirety. The patient has experienced and continues to experience groin pain.